Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and battery depletion was normal.

Event description:
It was reported that the patient was admitted to the hospital with a syncope episode. Telemetry communication was not able to be established with the device and no pacing was occuring. Change out of the device is scheduled. No patient complications have been reported as a result of this event.